Event description:
It was reported that while a cardiologist interventionalist (ci) was performing a chronic total occlusion (cto) procedure, the trapliner device separated at the half pipe. During withdrawal of the device, a portion remained within the coronary artery. The fragmented device was subsequently retrieved in its entirety with the assistance of a ptca balloon. There were no reports of patient injury, harm, or adverse health consequences associated with this event other than a delay in the procedure. The patient's condition was reported as "fine." No additional medical intervention was required beyond retrieval of the device fragment as described.

Manufacturer narrative:
(B)(4).